Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The screw was visually evaluated and found to have significant damage on the cross-drive area of the head that interfaces with the blade, an entire quadrant of the head between two of the cross drive slots has been broken off. The wall of the cross slots experiences all of the force from the blade during insertion. The screw head was too damaged to retain a blade and could not be measured. There is no sign of discoloration. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to excessive force while attempting to insert the screw. The instructions for use (IFU) for this product states in the warnings section: ¿intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws.¿ a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The distributor provided a photograph of the screw in which the body of the screw appears intact, however it appears a portion of the screw head broke off. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported one screw fractured in the "mandible position" during the procedure. The screw was removed and the patient did not retain a foreign body. The surgeon states the drilling was done exactly vertical and he did not add extra force to the screw during insertion. The surgery was completed with an emergency screw of the same size. The delay to the procedure is unknown.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.